Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarm(opne book image) noted during testing. The insulin pump was functioning properly. However, corroded electronic board noted during visual inspection. The insulin pump was received with minor scratched lcd window, cracked case(battery tube), cracked battery tube threads, cracked case, cracked retainer and faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 225 mg/dl at the time of incident. The insulin pump will be returned for analysis.